Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation both response buttons were non-functional. The root cause for the non-functional. The root cause for the non-functional response buttons was unable to be positively determined, but was likely intermittent connections in the response button flex circuit. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
An (B)(6) female pt called zoll customer support to report that her monitor response buttons were not working. The pt was issued a replacement monitor.